Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced failure code 812:04, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 812:04 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a shuttle motor failure. The pump head module was replaced to correct this condition.